Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2014 the patient underwent a procedure to have excess skin excised and edges treated with silver nitrate; the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2014, the site was treated with trichloroacetic acid. On (B)(6) 2014 it was reported that there was granulation tissue surrounding the abutment site and the site was again treated with silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the pt underwent a procedure to surgically excise the granulation tissue and exchange the abutment. This report is filed on february 2, 2015.